Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other)/myometrium/ migration of essure device: myometrium/endometrium") and fallopian tube perforation ("perforation (fallopian tube) / one essure device was not in position") in a 39-year-old female patient who had essure (batch no. C06469,c06465,c06499-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included meclizine [meclozine]. The patient's medical history included migraine. (B)(6) 2014- CT scan - malposition of essure device, perforation (fallopian tube) (per pfs).(B)(6) 2014¿ CT pelvisfindings: the left essure micro-insert is appropriately positioned. The right essure micro insert is in the uterine myometrium superior to the fallopian tube, and the micro-insert extends to or just through the serosal surface of the uterus. There is no significant inflammation adjacent to the tip of the micro-insert, or adjacent to the uterus. The tip of the micro-insert is also directly adjacent to the sigmoid colon.impression: 1. Malpositioned right essure device, as described above. 2. Appropriately positioned left essuredevice. 3. Small quantity of pelvic free fluid.(per mr). Concurrent conditions included perineal pain, uterine bleeding, cervix inflammation, dizziness, blurry vision, vertigo and tubal ligation since (B)(6) 2014. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ibuprofen from (B)(6) 2014 to (B)(6) 2017 and norethisterone (ortho micronor). On an unknown date, the patient started meclizine [meclozine] at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menstrual hemorrhaging"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vertigo ("neurological conditions or problems: vertigo"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 7 days after insertion of essure. On 1(B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain in extremity ("pain leg area"), back pain ("pain back area/lower back area") and abdominal pain ("abdominal area pain"). The patient was treated with butalbital;paracetamol (acetaminophen;butalbital), topiramate (topamax) and surgery ((B)(6) 2014 left essure device removed from myometrium.(B)(6) 2017 hysterectomy, bilateral salpingectomy. And (B)(6) 2014 left essure device removed from myometrium.(B)(6) 2017 hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, migraine, nausea, vertigo, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, headache, pain in extremity, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pain in extremity, uterine perforation, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017, (B)(6) 2014descripancy note in removal of essure device: left essure device removed from myometrium.left side- 6 coils, right side-3 coils lot number c06499 is invalid. Lot number: c06465, manufacture date: 2013-12-16, expiration date: 2016-12-31. Lot number: c06469, manufacture date: 2013-12-18, expiration date: 2016-12-31. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 25-apr-2019: quality safety evaluation of ptc.incidentwe received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of device/migration of essure device: myometrium/the tip of the micro-insert is also directly adjacent to the sigmoid colon") and fallopian tube perforation ("perforation (fallopian tube)") in a 39-year-old female patient who had essure (batch no. C06469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen from (B)(6) 2014 to (B)(6) 2017. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 2 days after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. In august 2014, the patient experienced menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vertigo ("neurological conditions or problems: vertigo"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), pain in extremity ("pain leg area") and back pain ("pain back area"). The patient was treated with topiramate (topamax), phrenilin (acetaminophen w/butalbital) and surgery (14aug2014left essure device removed from myometrium.(B)(6)2017hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, fallopian tube perforation, dysmenorrhoea, dyspareunia, migraine, nausea, vertigo, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, headache, pain in extremity and back pain had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pain in extremity, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: date(s) of removal: (B)(6)2014, (B)(6)2017 descripancy note in removal of essure device: left essure device removed from myometrium. Diagnostic results: (B)(6)2014 - CT scan - malposition of essure device, perforation (fallopian tube) (per pfs). (B)(6)2014 ¿ CT pelvis findings: the left essure micro-insert is appropriately positioned. The right essure micro insert is in the uterine myometrium superior to the fallopian tube, and the micro-insert extends to or just through the serosal surface of the uterus. There is no significant inflammation adjacent to the tip of the micro-insert, or adjacent to the uterus. The tip of the micro-insert is also directly adjacent to the sigmoid colon. Impression: 1. Malpositioned right essure device, as described above. 2. Appropriately positioned left essure device. 3. Small quantity of pelvic free fluid.(per mr) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other)/myometrium/ migration of essure device: myometrium/endometrium") and fallopian tube perforation ("perforation (fallopian tube) / one essure device was not in position") in a 39-year-old female patient who had essure (batch no. C06469,c06465,c06499-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included meclizine [meclozine]. The patient's medical history included migraine. (B)(6) 2014 - CT scan - malposition of essure device, perforation (fallopian tube) (per pfs). (B)(6) 2014 ¿ CT pelvis. Findings: the left essure micro-insert is appropriately positioned. The right essure micro insert is in the uterine myometrium superior to the fallopian tube, and the micro-insert extends to or just through the serosal surface of the uterus. There is no significant inflammation adjacent to the tip of the micro-insert, or adjacent to the uterus. The tip of the micro-insert is also directly adjacent to the sigmoid colon. Impression: 1. Malpositioned right essure device, as described above. 2. Appropriately positioned left essure device. 3. Small quantity of pelvic free fluid.(per mr). Concurrent conditions included perineal pain, uterine bleeding, cervix inflammation, dizziness, blurry vision, vertigo and tubal ligation since (B)(6) 2014. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ibuprofen from (B)(6) 2014 to (B)(6) 2017 and norethisterone (ortho micronor). On an unknown date, the patient started meclizine [meclozine] at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menstrual hemorrhaging"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vertigo ("neurological conditions or problems: vertigo"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 7 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain in extremity ("pain leg area"), back pain ("pain back area/lower back area") and abdominal pain ("abdominal area pain"). The patient was treated with butalbital;paracetamol (acetaminophen;butalbital), topiramate (topamax) and surgery (B)(6) 2014 - left essure device removed from myometrium.(B)(6) 2017 - hysterectomy, bilateral salpingectomy. And (B)(6) 2014 - left essure device removed from myometrium.(B)(6) 2017 - hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, migraine, nausea, vertigo, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, headache, pain in extremity, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pain in extremity, uterine perforation, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017, (B)(6) 2014 discrepancy note in removal of essure device: left essure device removed from myometrium. Left side- 6 coils, right side-3 coils. Lot number report c06499 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other)/myometrium/ migration of essure device: myometrium/endometrium") and fallopian tube perforation ("perforation (fallopian tube) / one essure device was not in position") in a 39-year-old female patient who had essure (batch no. C06469,c06465,c06499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included meclizine [meclozine]. The patient's medical history included migraine. (B)(6) 2014 - CT scan - malposition of essure device, perforation (fallopian tube) (per pfs). (B)(6) 2014 ¿ CT pelvis. Findings: the left essure micro-insert is appropriately positioned. The right essure micro insert is in the uterine myometrium superior to the fallopian tube, and the micro-insert extends to or just through the serosal surface of the uterus. There is no significant inflammation adjacent to the tip of the micro-insert, or adjacent to the uterus. The tip of the micro-insert is also directly adjacent to the sigmoid colon. Impression: 1. Malpositioned right essure device, as described above. 2. Appropriately positioned left essure device. 3. Small quantity of pelvic free fluid.(per mr). Concurrent conditions included perineal pain, uterine bleeding, cervix inflammation, dizziness, blurry vision, vertigo and tubal ligation since (B)(6) 2014. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ibuprofen from (B)(6) 2014 to (B)(6) 2017 and norethisterone (ortho micronor). On an unknown date, the patient started meclizine [meclozine] at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menstrual hemorrhaging"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vertigo ("neurological conditions or problems: vertigo"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 7 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain in extremity ("pain leg area"), back pain ("pain back area/lower back area") and abdominal pain ("abdominal area pain"). The patient was treated with butalbital;paracetamol (acetaminophen;butalbital), topiramate (topamax) and surgery ((B)(6) 2014 left essure device removed from myometrium. (B)(6) 2017 hysterectomy, bilateral salpingectomy. And (B)(6) 2014 left essure device removed from myometrium.(B)(6) 2017 hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, migraine, nausea, vertigo, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, headache, pain in extremity, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pain in extremity, uterine perforation, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017, and (B)(6) 2014. Discrepancy note in removal of essure device: left essure device removed from myometrium. Left side- 6 coils, right side-3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Lot number were added. Medical history and concomitant drug were added. Event verbatim were updated as severe pelvic pain /pain/pain pelvic and pain back area/lower back area. Event : abdominal area pain was added. Event : migration of device/migration of essure device: myometrium/the tip of the micro-insert is also directly adjacent to the sigmoid colon//endometrium was updated as perforation (other)/myometrium/ migration of essure device: myometrium/ endometrium. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of device/migration of essure device: myometrium/the tip of the micro-insert is also directly adjacent to the sigmoid colon") and fallopian tube perforation ("perforation (fallopian tube)") in a 39-year-old female patient who had essure (batch no. C06469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day before insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vertigo ("neurological conditions or problems: vertigo"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), pain in extremity ("pain leg area") and back pain ("pain back area"). The patient was treated with topiramate (topamax), phrenilin (acetaminophen w/butalbital), surgery ((B)(6) 2014 left essure device removed from myometrium. (B)(6) 2017 hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, fallopian tube perforation, dysmenorrhoea, dyspareunia, migraine, nausea, vertigo, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, headache, pain in extremity and back pain had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pain in extremity, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: date(s) of removal: 1(B)(6) 2014, (B)(6) 2017. Descripancy note in removal of essure device: left essure device removed from myometrium. Diagnostic results: (B)(6) 2014 - CT scan - malposition of essure device, perforation (fallopian tube) (per pfs). (B)(6) 2014 ¿ CT pelvis. Findings: the left essure micro-insert is appropriately positioned. The right essure micro insert is in the uterine myometrium superior to the fallopian tube, and the micro-insert extends to or just through the serosal surface of the uterus. There is no significant inflammation adjacent to the tip of the micro-insert, or adjacent to the uterus. The tip of the micro-insert is also directly adjacent to the sigmoid colon. Impression: 1. Malpositioned right essure device, as described above. 2. Appropriately positioned left essure device. 3. Small quantity of pelvic free fluid.(per mr). Most recent follow-up information incorporated above includes: on 10-jul-2018: pfs and medical record received: lot number, reporter information, patient details, product information, concomitant drugs and event ¿device dislocation¿ updated with ¿migration of essure device: myometrium (embedded device)¿, new events- abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, nausea, neurological conditions or problems: vertigo, psychological or psychiatric problems: depression, mental anguish, pain leg area, pain back area were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other)/myometrium/ migration of essure device: myometrium/endometrium") and fallopian tube perforation ("perforation (fallopian tube) / one essure device was not in position") in a 39-year-old female patient who had essure (batch no. C06469,c06465,c06499-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included meclizine [meclozine]. The patient's medical history included migraine. (B)(6) 2014 - CT scan - malposition of essure device, perforation (fallopian tube) (per pfs). (B)(6) 2014 ¿ CT pelvis findings: the left essure micro-insert is appropriately positioned. The right essure micro insert is in the uterine myometrium superior to the fallopian tube, and the micro-insert extends to or just through the serosal surface of the uterus. There is no significant inflammation adjacent to the tip of the micro-insert, or adjacent to the uterus. The tip of the micro-insert is also directly adjacent to the sigmoid colon. Impression: 1. Malpositioned right essure device, as described above. 2. Appropriately positioned left essure device. 3. Small quantity of pelvic free fluid.(per mr). Concurrent conditions included perineal pain, uterine bleeding, cervix inflammation, dizziness, blurry vision, vertigo and tubal ligation since 19-aug-2014. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ibuprofen from may 2014 to november 2017 and norethisterone (ortho micronor). On an unknown date, the patient started meclizine [meclozine] at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menstrual hemorrhaging"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vertigo ("neurological conditions or problems: vertigo"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 7 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain in extremity ("pain leg area"), back pain ("pain back area/lower back area") and abdominal pain ("abdominal area pain"). The patient was treated with butalbital;paracetamol (acetaminophen;butalbital), topiramate (topamax) and surgery ( (B)(6) 2014left essure device removed from myometrium. (B)(6)2017hysterectomy, bilateral salpingectomy. And 14aug2014left essure device removed from myometrium. (B)(6) 2017hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, migraine, nausea, vertigo, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, headache, pain in extremity, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pain in extremity, uterine perforation, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017, (B)(6) 2014 descripancy note in removal of essure device: left essure device removed from myometrium. Left side- 6 coils, right side-3 coils lot number c06499 is invalid. Lot number: c06465 manufacture date: 2013-12-16 expiration date: 2016-12-31. Lot number: c06469 manufacture date: 2013-12-18 expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other)/myometrium/ migration of essure device: myometrium/endometrium") and fallopian tube perforation ("perforation (fallopian tube) / one essure device was not in position") in a 39-year-old female patient who had essure (batch no. C06469,c06465,c06499-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included meclizine [meclozine]. The patient's medical history included migraine. (B)(6) 2014 - CT scan - malposition of essure device, perforation (fallopian tube) (per pfs). (B)(6) 2014 ¿ CT pelvis findings: the left essure micro-insert is appropriately positioned. The right essure micro insert is in the uterine myometrium superior to the fallopian tube, and the micro-insert extends to or just through the serosal surface of the uterus. There is no significant inflammation adjacent to the tip of the micro-insert, or adjacent to the uterus. The tip of the micro-insert is also directly adjacent to the sigmoid colon. Impression: 1. Malpositioned right essure device, as described above. 2. Appropriately positioned left essure device. 3. Small quantity of pelvic free fluid.(per mr). Concurrent conditions included perineal pain, uterine bleeding, cervix inflammation, dizziness, blurry vision, vertigo and tubal ligation since (B)(6) 2014. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ibuprofen from (B)(6) 2014 to (B)(6) 2017 and norethisterone (ortho micronor). On an unknown date, the patient started meclizine [meclozine] at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menstrual hemorrhaging"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vertigo ("neurological conditions or problems: vertigo"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 7 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain in extremity ("pain leg area"), back pain ("pain back area/lower back area") and abdominal pain ("abdominal area pain"). The patient was treated with butalbital; paracetamol (acetaminophen; butalbital), topiramate (topamax) and surgery ((B)(6) 2014 left essure device removed from myometrium. On (B)(6) 2017 hysterectomy, bilateral salpingectomy. And (B)(6) 2014 left essure device removed from myometrium. On (B)(6) 2017 hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, migraine, nausea, vertigo, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, headache, pain in extremity, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pain in extremity, uterine perforation, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: date(s) of removal: on (B)(6) 2014, (B)(6) 2017, and (B)(6) 2014. Descripancy note in removal of essure device: left essure device removed from myometrium. Left side- 6 coils, right side-3 coils. Lot number c06499 is invalid. Lot number: c06465 manufacture date: 2013-12-16 expiration date: 2016-12-31. Lot number: c06469 manufacture date: 2013-12-18 expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other)/myometrium/ migration of essure device: myometrium/endometrium') and fallopian tube perforation ('perforation (fallopian tube) / one essure device was not in position') in a 39-year-old female patient who had essure (batch no. C06469,c06465,c06499-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. (B)(6) 2014 - CT scan - malposition of essure device, perforation (fallopian tube) (per pfs). (B)(6) 2014 ¿ CT pelvis. Findings: the left essure micro-insert is appropriately positioned. The right essure micro insert is in the uterine myometrium superior to the fallopian tube, and the micro-insert extends to or just through the serosal surface of the uterus. There is no significant inflammation adjacent to the tip of the micro-insert, or adjacent to the uterus. The tip of the micro-insert is also directly adjacent to the sigmoid colon. Impression: 1. Malpositioned right essure device, as described above. 2. Appropriately positioned left essure device. 3. Small quantity of pelvic free fluid.(per mr). Concurrent conditions included tubal ligation since (B)(6) 2014, perineal pain, abnormal uterine bleeding, cervix inflammation, dizziness, blurry vision and vertigo. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ibuprofen from (B)(6) 2017, meclozine (meclizine) and norethisterone (ortho micronor). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("menstrual hemorrhaging"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vertigo ("neurological conditions or problems: vertigo"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 7 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On 10-oct-2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain in extremity ("pain leg area"), back pain ("pain back area/lower back area") and abdominal pain ("abdominal area pain"). The patient was treated with butalbital;paracetamol (acetaminophen;butalbital), topiramate (topamax) and surgery ((B)(6) 2014left essure device removed from myometrium. (B)(6) 2017 hysterectomy, bilateral salpingectomy. And (B)(6) 2014 left essure device removed from myometrium. (B)(6) 2017 hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, migraine, nausea, vertigo, depression and anxiety outcome was unknown and the heavy menstrual bleeding, vaginal haemorrhage, headache, pain in extremity, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, heavy menstrual bleeding, migraine, nausea, pain in extremity, uterine perforation, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017, (B)(6) 2014 descripancy note in removal of essure device: left essure device removed from myometrium. Left side- 6 coils, right side-3 coils patient received treatment for pain, bleeding, migration and perforation. Lot number c06499 is not valid. Lot number: c06465 manufacture date: 2013-12-16 expiration date: 2016-12-31. Lot number: c06469 manufacture date: 2013-12-18 expiration date: 2016-12-31 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other)/myometrium/ migration of essure device: myometrium/endometrium") and fallopian tube perforation ("perforation (fallopian tube) / one essure device was not in position") in a 39-year-old female patient who had essure (batch no. C06469,c06465,c06499-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included meclizine [meclozine]. The patient's medical history included migraine. On (B)(6) 2014 - CT scan - malposition of essure device, perforation (fallopian tube) (per pfs). On (B)(6) 2014 ¿ CT pelvis. Findings: the left essure micro-insert is appropriately positioned. The right essure micro insert is in the uterine myometrium superior to the fallopian tube, and the micro-insert extends to or just through the serosal surface of the uterus. There is no significant inflammation adjacent to the tip of the micro-insert, or adjacent to the uterus. The tip of the micro-insert is also directly adjacent to the sigmoid colon. Impression: 1. Malpositioned right essure device, as described above. 2. Appropriately positioned left essure device. 3. Small quantity of pelvic free fluid.(per mr). Concurrent conditions included perineal pain, uterine bleeding, cervix inflammation, dizziness, blurry vision, vertigo and tubal ligation since (B)(6) 2014. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ibuprofen from (B)(6) 2014 to (B)(6) 2017 and norethisterone (ortho micronor). On an unknown date, the patient started meclizine [meclozine] at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menstrual hemorrhaging"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vertigo ("neurological conditions or problems: vertigo"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 7 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain in extremity ("pain leg area"), back pain ("pain back area/lower back area") and abdominal pain ("abdominal area pain"). The patient was treated with butalbital; paracetamol (acetaminophen; butalbital), topiramate (topamax) and surgery (B)(6) 2014 left essure device removed from myometrium. On (B)(6) 2017 hysterectomy, bilateral salpingectomy. And (B)(6) 2014 left essure device removed from myometrium. On (B)(6) 2017 hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, migraine, nausea, vertigo, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, headache, pain in extremity, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pain in extremity, uterine perforation, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2017, (B)(6) 2014. Discrepancy note in removal of essure device: left essure device removed from myometrium. Left side- 6 coils, right side-3 coils. Lot number c06499 is invalid. Lot number: c06465, manufacture date: 2013-12-16, expiration date: 2016-12-31. Lot number: c06469, manufacture date: 2013-12-18, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menorrhagia ("menstrual hemorrhaging"). The patient was treated with surgery (underwent laparoscopy surgery). At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter considered device dislocation and menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.